Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The other additional graftmaster referenced is being filed under a separate medwatch report number. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous proximal to mid left anterior descending de novo artery that was 90% stenosed. Through radial access, pre-dilatation was done with several non-abbott nc balloons. Two non-abbott stents were implanted (a 3.0x15mm distally and a 3.5x30mm proximally). Post stent deployment, a perforation was noted at the overlap of the two stents. An unspecified balloon was placed to seal the perforation and a pericardium drain was placed. An attempt was made to advance a 3.5x16mm graftmaster stent delivery system (sds) but failed to cross due to the anatomy. The graftmaster was removed and a balloon was placed to seal the perforation in the meanwhile. The graftmaster was then noted to be damaged (the type of damage was not specified). Through femoral access, a second guiding catheter was used to deploy a new 3.5x16mm graftmaster stent at the perforation. The perforation did not seal in the middle of the stent. A balloon was placed to seal the perforation again. Then a 4.8x19mm graftmaster stent was deployed inside of the first graftmaster stent to successfully seal the perforation. There was no adverse patient sequela reported. No additional information was provided.